Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA, it was reported that approximately 50 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, synovitis, aseptic loosening of patella. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available. Unable to confirm device serial number due to multiple patients listed on ebi invoice data.

Manufacturer narrative:
User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: there are no patient conditions reported that appear to have contributed to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. This follow-up report is being submitted to relay additional information. The following sections were updated: d10 d10: (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3, (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t.